Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. Additional information was requested and the following was obtained: was any resistance encountered during insertion of the probes? No. How close were the 3 probes to each other while in use? 1 probe was 5-6mm apart the other was 1.2 cm apart. Were all 3 probes activated at the same time? Yes. What settings were used for the ablation (wattage, time)? 65 watts 10 min. Were there any error messages displayed during the procedure? Yes several power reflective error messages were there any abnormal temperatures observed during the ablation? No. When was the tip breakage noticed? During post scan, and after several power reflective errors. Do you have any intentions/plans of retrieving the broken piece? No. What is the patient's current status? Stable. There were two probe tips left in the patient, if you saw on the probe tips one was clearly broken off and part of the second probe was left in the patient (the outer portion of the probe). Investigation summary: call home revealed reflected power errors from each probe. The returned probe's tip was broken off and not included. The potential cause of the broken probe tip is unknown since no further information is available. A search of nonconformities (ncs) was performed for lot: ml23048150. There were no observed nonconformities for this lot. Manufacture date: 4/1/2023, expiration date: 12/31/2026.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. Additional information was requested and the following was obtained: would you be able to confirm when the CT scans were taken, such as before ablation or post ablation? Post ablation. Analysis of the provided photos: two cross-sectional CT images of liver obtained post mwa ablation procedure were evaluated. Irregular metal artifacts are visualized in the middle of right liver lobe. Based on reported event description, the artifacts are likely caused by the broken and retained probe tip.

Event description:
It was reported who was in the case that during a three probe liver ablation procedure that two of the tips broke off in the patient and were not recovered. New probes were used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please describe the insertion approach. Was any resistance encountered during insertion of the probes? How close were the 3 probes to each other while in use? Were all 3 probes activated at the same time? What settings were used for the ablation (wattage, time)? Were there any error messages displayed during the procedure? Were there any abnormal temperatures observed during the ablation? When was the tip breakage noticed? Do you have any intentions/plans of retrieving the broken piece? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.